Event description:
Customer reported the cartridge leaked insulin near the plunger after the cartridge had been in use for 3 days. The cartridge had not been reused. The cartridge and adapter were requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.